Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. At this time, the guide catheter was still in the process of being returned for analysis. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that this guiding inner catheter had significant resistance, and when an attempt was made to pull this catheter, a portion sheared off. Showing the section inside the guide had its purple coating stripped down to the braided metal. This guiding catheter was out of service and will be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this guiding inner catheter had significant resistance, and when an attempt was made to pull this catheter, a portion sheared off. Showing the section inside the guide had its purple coating stripped down to the braided metal. This guiding catheter was out of service and will be returned for analysis. No adverse patient effects were reported.